Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2020 due to a postop fracture as a result of a fall. 36/10 humeral stem and 36mm/+3 humeral cup were removed and replaced by humeral stem size 8 and 36mm/+3 humeral cup. Primary surgery (B)(6) 2017.